Event description:
It was reported that customer experienced cgm error and could not continue sensor use. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, error did not recur, and customer successfully started new sensor session.